Event description:
The patient was being intubated with 8.5 endotracheal tube. After the successful intubation, the cuff was inflated with 10ccs of air, an audible air leak was present and the cuff would not stay inflated. ====================== manufacturer response for tube, tracheal (w/wo connector), sheridan/hvt (per site reporter). ====================== samples sent to manufacturer multiple times, and the response has been that they could not replicate the issue.